Event description:
(B)(6) nurse of the hospital reported to our sales rep (B)(4) that she was observing a surgery procedure. During this she observed that the modular capture was fallen down and broken into all components. There was a delay of one minute because of this event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.